Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The delivery system was positioned above the intended location, and upon initiation of stent graft deployment, the stent graft was caught in the patient's anatomy. The physician attempted to release the stent graft using several accessory devices, but the stent graft would not release. A stent was placed in the adjacent renal artery in order to deploy the stent graft at that location, which was undersized for the stent graft, leading to compression of the sealing rings. The sealing rings were ballooned with a compliant balloon, and the iliac limbs were deployed as expected. The final angiogram showed the presence of a type ia endoleak which was ballooned, and the endoleak remained. The physician elected to monitor the patient. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Device remains implanted.